Manufacturer narrative:
There is no know patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Reporter street address, phone number, and email address are unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a routine incoming inspection of a returned loaner kit at the field service location (fsl) site, the inspector observed that the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft was broken. There is no known patient or hospital involvement. This report is for a t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.812.003, lot# 8247716. Manufacturing location: haegendorf, release to warehouse date: mar 11, 2013. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Product development investigation was completed. The applicator inner shaft, 03.812.003, was received with the coupling knob at the end of the device broken off as complained. The break is located at the base of ball tip where it meets the tapered shaft. The broken off tip was not returned. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. The circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse, etc.) Impacted the complaint condition. The relevant outer diameter at the break could not be inspected due to the location of the break at the base of the taper adjacent to the proximal ball tip. Of the taper adjacent to the proximal ball tip. The outer diameter of the shaft, distal to the taper, measured 2.62mm which is within the specification of 2.6mm +0.05/-0 per drawing. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Endurance testing (insertion and removal) was completed and no functional failures were observed over the 100 simulated application cycles. Additionally, testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. The complaint condition is confirmed as applicator inner shaft, 03.812.003, was received with the coupling knob at the end of the device broken off as complained. A root cause could not be definitively determined. However, the received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.